Event description:
It was reported the pt experiencing irritation on the outside of the pocket. The hcp examined the interior of the pocket and found no signs of irritation anywhere on the inside of the pocket. No outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.